Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that lead insertion difficulty occurred during a procedure on (B)(6) 2015. The lead couldn't be inserted all the way into the header block. The health care provider (hcp) thought there was some type of obstruction in the way. The existing lead was not bent. They finally got it to seat into the header block, but the setscrew wouldn't tighten down onto the lead to secure it. The setscrew was torquing, but the lead was pulling out freely and they weren't able to tighten the screw. They attempted multiple times without resolve. They replaced the implantable neurostimulator (ins) with the setscrew issue and had no further issues with the case. The patient was doing fine and the battery would be sent back for analysis.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the bore of the strain relief insert appeared to be slightly angled and did not align with the opening in the #0 connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.